Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s911usqs6eza1 hardware: sm-s911u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle did not deploy when the pod was activated. Although the patient reported that the pink slide moved forward, this indicates a needle mechanism failure. The pod was not worn. No impact to the patient¿s glucose level was reported.